Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad button contacts. This report is made based on results of investigation completed on 02/02/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/02/2015 with the following findings: the keypad buttons were normally responsive. The keypad cover was removed and contamination was found under the contrast, up and down arrow keypad button contacts. The display screen was dim and discolored. The battery compartment was cracked. Unrelated to these issues, the keypad cover was torn. (B)(6).